Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 600 mg/dl. It was stated that the customer got multiple no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.